Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The reporter indicated that they noticed the smell of insulin in their cartridge compartment previously and that they noticed one of their cartridges leaking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.